Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation was observed zero errors logged. Manufacture was unable to get care orchestrator information from device. Dirt-like contamination at the air inlet of the blower box. Dust-like contamination on the iso port. Dirt-like contamination on the top enclosure. Unknown biological material on the top enclosure. Dust-like contamination on the blower box. Brown discoloration on the rear panel. Dirt-like contamination on the blower. Potential mineral deposits on the blower (indicative of water ingress). Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Dirt-like contamination in the blower box. Potential mineral deposits in the bottom of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box d: has been updated. Box h: evaluation method code, (device) problem code grid (1), evaluation results code and conclusion code grid has been updated.